Manufacturer narrative:
Evaluation information: the following item is a component of ns852r: ns329 / vega ps spacer f/added femur cuts. Evaluation reveals signs of abrasion on the leading edge of the plastic component. The spacer blocks provide a gauge to verify the amount of flexion- and extension-gap. The spacer block is optional and therefore, not required to be used during surgery. Instead of the spacer block, a spreader may be used. However, when used, the spacer block is intended to check the resection height by pushing the spacer block into the joint. In some cases, it may be necessary to correct the resection. In this case, the gap may be tight and the spacer block has to be pushed into the gap with a high force potentially resulting in material abrasion caused by the hard and sharp-edged corticalis. Particulate resulting from the abrasion could remain in the spongy bone or affected tissue. Since the particles are black in color, they should be easily identified and removed. The company is evaluating whether a material and/or design change is warranted.

Event description:
Country of complaint: (B)(6). Material from spacer block abraded during use - black abrasion on joint (0.5 mm thick) were in situ.